Manufacturer narrative:
A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event, the root cause of this event could not be determined but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the partners 2b trial, 4 years, 11 months post successful implant of a sapien xt valve in the aortic position, echo revealed moderate aortic valve stenosis, with a mean gradient of 21.6mmhg and an aortic valve area of 0.64cm2. Per medical records received, there was "moderate valvular aortic stenosis, aortic valve is moderately calcified". Per the physician, "patient's acute diastolic failure is likely due to left ventricular dysfunction in addition to her worsening aortic valve. Her aortic valve is not severe enough to justify a redo tavr".